Manufacturer narrative:
Clarification section d: device info provided as 3045289, this does not populate in serial number or lot number identification. Histopathological markers of cd30+ and alk- have been provided. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl. Additional contact information: (B)(6).

Event description:
Healthcare professional reported the events of breast implant associated anaplastic large cell lymphoma, "discharging breast wound", "inflammatory infiltrate, dystrophic calcification". Histopathological markers of cd30+ and alk- have been confirmed. This record is for the right side. Device was explanted and discarded.